Event description:
Tubing device in front of the spiros (not the part connecting to the lumen, but the other side) was leaking and that blood had flowed back into the tubing (indicating that the spiros was also not working).